Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was tired and confused. Customer's doctor took her blood and found that her blood glucose was high. Customer was hospitalized for her high blood glucose. Customer's blood glucose was 726 mg/dl at the time of hospitalization on (B)(6) 2016. Customer stayed at the hospital until (B)(6) 2016. Customer was wearing the insulin pump at the time of the hospitalization. Customer removed the pump at the time of admission. Customer was instructed to not put the pump on until she is able to troubleshoot the pump. Customer stated that she is going to call back when she can troubleshoot as she was taking her husband to work.